Event description:
As per the report received from italy, edwards received notification of a pascal precision procedure in mitral position by right femoral vein. During the procedure, air was introduced in the patient. The guide sheath was prepped as per manual and there were no issues during device preparation. No saline drips or pressure monitoring devices attached to any of the device handles. A first transseptal puncture (tsp) was successful but after losing access another tsp puncture was successfully performed. After gs introduction across the septal wall, st segment elevation was noted. Noradrenaline was performed. A coronary angio was performed from left access and coronaries (right, left, cx) were all normal. Nothing was noted. Probable cause was attributed to air introduction. Final assessment was transient st. Procedure was performed, although device bailout due to unfavorable anatomy (with 1 p10 gradient of 9 mmhg and severe mr), edge to edge was deemed no successful solution for the patient. Patient woke up well. No device issue was detected during device prep or during the procedure.

Manufacturer narrative:
E1 additional information (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.